Event description:
The customer reported a tubing at the sheath tank had popped off and sprayed approximately 30 to 60 ml of clear fluid into the right side of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument, and 'sheath tank not filled' and 'diluent level low or faulty sheath tank sensor' errors were displayed. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched but reported that the customer had resolved the issue prior to this arrival. The fse did not observe any leaks or instrument generated errors associated with the reported event. The customer reported that tubing at the fitting located at the bottom of the sheath tank was replaced. The customer could not identify the exact location of the fitting where the tubing was replaced but noted no further leaks or instrument generated errors after the tubing was replaced. Issue was resolved by the customer and repair was verified by both the customer and the fse.

Manufacturer narrative:
Conclusions: issue was resolved by the customer by replacing the affected tubing. (B)(4).